Event description:
The hcp reported an adverse event of possible infection. The pt underwent screening and was implanted ten days later. The pump had been refilled with baclofen 3 months later. The pt presented emergently with fever and altered consciousness and subsequently expired. At explant of device system, pus was seen around pump. The catheter was sent for culture.